Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as severe itchiness and redness. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cerave healing cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.